Event description:
It was reported by service report that both head end siderails would not latch. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: latch mechanisms were dirty. Conclusion: latch mechanisms were cleaned and then verified to be operating to specification.